Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited noise and cross-talk. No changes or intervention was reported. There were no patient consequences.